Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin inflammation/irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 78-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On february 25, 2025, the patient's spouse informed novocure that the patient experienced a skin reaction described as redness and sores on his head. The patient was advised by the physician to temporarily discontinue optune gio therapy for one week and was prescribed unspecified antibiotics. The patient resumed optune gio therapy on (B)(6) 2025. The prescribing physician was contacted for further details, although no reply was received.